Event description:
It was reported that the amia pd cycler set leaked from the heater bag. This occurred during an unspecified process step of peritoneal dialysis therapy. Renal therapy services (rts) instructed the patient to cut the lines as close to the door as possible as the cassette could not be removed. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.